Event description:
It was reported that during device explanted for normal eol, the sense/pace connector had a stripped set-screw on the proximal ring connector. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported set screw anomaly was confirmed in the laboratory. Silicone, septum material was noted inside the vring set screw hex cavity that prevented full insertion of the torque driver into the hex cavity.